Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) registry. The patient was treated with focal rfa for barrett's esophagus. Approximately three months after the last focal ablation, the patient reported mild difficulty swallowing and routine endoscopy revealed a mild stricture which was dilated. Ablation was repeated. Symptoms persisted and endoscopy revealed a worsening of the stricture. Dilation was repeated. Per the physician input to the case report form, the severity was mild, the relationship to the device and procedure was definite, and there was no device malfunction.